Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a surgical procedure to replace this malleable penile prosthesis with an inflatable penile prosthesis for unspecified reasons. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to replace the malleable penile prosthesis with an inflatable penile prosthesis ipp due to persistent device induced rigidity described as priapism. Additional information stated that patient was experiencing pain due to a persistent erection caused by the cylinders and reported being unable to manually bend the cylinders into a non-erect position. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of pain is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to field e1: initial reporter phone.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent a surgical procedure to replace the malleable penile prosthesis with an inflatable penile prosthesis due to priapism. No further patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to replace the malleable penile prosthesis with an inflatable penile prosthesis (ipp) due to persistent device induced rigidity described as 'priapism'. Additional information stated that patient was experiencing pain due to a persistent erection caused by the cylinders and reported being unable to manually bend the cylinders into a non erect position. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptom of pain is a known risk associated with implants of these devices as indicated in the instructions for use (IFU).

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of pain is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to replace the malleable penile prosthesis with an inflatable penile prosthesis ipp due to priapism. No further patient complications were reported.